Event description:
The customer reported that she received a leaking beckman coulter 4c plus normal level control vial as part of a delivery to the lab. The customer stated that while visually examining the control vial, it appeared to be cracked and the cap of the control vial was not placed on the vial correctly hence resulting in the leak. The customer was wearing appropriate personal protective equipment (ppe) consisting of gloves and lab coat when the incident occurred. No injuries occurred and no-one sought medical attention. There was no report of exposure to mucous membranes or open wounds. The technician did not review the msds for the control, however, she confirmed that there is an exposure/risk management plan in place at the facility. Based on the information provided, the cause of the leaking vial was due to the crack on the cap and the cap of the control vial not being capped correctly hence resulting in the leak. A courtesy replacement was sent to the customer. Per msds labeling: this product should be handled as though capable of transmitting infectious disease. Universal precautions should be followed when using this product.

Manufacturer narrative:
Device was disposed before notification to beckman coulter. (B)(4).